Event description:
The alleged incident occurred on (B)(6) 2013, in (B)(6), and involved a subject companion 41 (sn (B)(4)) stationary liquid oxygen unit and a subject companion 500 (sn (B)(4)) portable liquid oxygen unit. The alleged incident was reported by (B)(6) distributor. The alleged incident description is the following: the pt suffered burns on his face from the cannula (not a liquid oxygen burn). (B)(6) distributor does not have any information on how exactly it happened. Police discovered possible improper handling of an asthma-spray near a burning candle might have caused the incident, but it could have been pt smoking. It was noted that other people have witnessed the pt smoking while using the equipment. (B)(6)distributor confirmed the pt training has been initially carried out. The pt had been warned in the past not to smoke whilst using the equipment. All units have the needed warning labels; including "no smoking." (B)(6) distributor states that the incident was caused by pt's misuse, no fault of the subject companion 41 or the subject companion 500. Reference report# 3004822415-2013-00006.